Event description:
It was reported that the scope had intermittent image noise. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coating that peels off on the connecting tube. (1mm2 or larger) based on the results of the investigation, a probable root cause of the reported image issue could not be identified. Based on the results of the investigation, it is likely the following led to the peeling coating malfunction: expected or random component failure without any design or manufacturing issue. However a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.